Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient had postoperative hypotony associated with an unformed anterior chamber. The surgeon took the patient back to surgery and injected viscoelastic material into the patient's eye to reform the chamber. The patient has now had a significantly increased intraocular pressure, and the surgeon thinks the shunt has become clogged. Additional info was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event. Therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The shunt remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info was requested. (B)(4).